Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an upgrade pulse generator procedure, the physician had difficulty advancing the lead. The patient was noted to have a tortorous anatomy. The lead was no longer used and replaced. No patient symptoms or complications occured during